Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a starclose se device after a percutaneous transluminal angioplasty for treatment of a chronic total occlusion of the superficial femoral artery (sfa) using a 6f sheath. Reportedly, when advancing the thumb advancer (step 3) there was resistance and it could not be pushed to complete the sheath split. The safety release button was used to retract the vessel locator wings and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. X-ray results noted calcification present at access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the calcification contributed to the reported event. The reported mechanical jam with the thumb advancer appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.